Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, therapy date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent high thresholds and short v-v oversensing intervals on the right ventricular (rv) lead. It was further reported there was diminished r wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.